Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic driveline damage cannot be conclusively determined through this investigation as no photos were provided by the account and no product was returned for evaluation. The submitted log file contained data spanning from (B)(6) 2021 at 22:14:59 to (B)(6) 2021 at 09:10:37, per the timestamp. No notable alarms were captured and the system appeared to have been operating as intended. The patient remains ongoing on (B)(6) and no further events have been reported at this time. No further information regarding the event has been provided by the account at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 23may2017. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had tears in the outer jacket of their driveline; rescue tape was applied. Log file analysis was unremarkable.